Event description:
Customer reported that a cupola detached from spring arm during cleaning, and was suspected by power cord. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet filed service technician visited the hospital, and evaluated the device. He found the metal structure of the spring arm broken at the junction with the cupola. The root cause cannot be determined at this time. Further evaluation is on-going. Maquet inc. Submits this report on behalf of the deice manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.